Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8249594. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation results to date, root cause to manufacturing process cannot be determined. No samples or photos were returned for evaluation.

Event description:
It was reported that the safety would not engage when removing the bd saf-t-intima¿ IV catheter safety system from the patient after use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "safety did not engage when removed from patient. This occurred twice. Needles were disposed for safety."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety would not engage when removing the bd saf-t-intima¿ IV catheter safety system from the patient after use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "safety did not engage when removed from patient. This occurred twice. Needles were disposed for safety."